Event description:
It was reported that during use a while transporting the pt, the platform displayed user advisory 7. Manual CPR was initiated. The customer was able to replicate the failure after the incident. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has rec'd the device associated with this report. However, the device is still under investigation. A supplemental report will be submitted when the device is rec'd and evaluated. No adverse event reported.